Event description:
Vns patient was hospitalized for 6 days due to status epilepticus. Further follow-up revealed that the patient is having improved seizure control from baseline with the vns therapy. Treating neurologist indicated that the relationship between the vns system and the episode of status was unknown.